Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem was confirmed. The e433 was reproduced, and the problem was isolated to a defective generator board. The inspection also noted error e457 occurred due to a defective high voltage power supply board and the socket of monopolar 1 of the mother board was burnt without output. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. The device has not been repaired in the last year. Based on the device evaluation, the cause of the e433 error was due to a defective generator board, however, the cause of the defective generator board is unknown. The e433 error will occur if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restart may follow, then the device is no longer operational. Error message e433 can only occur during device start-up and is not possible for the error message to occur during operation. The potential cause for error messages to occur are: - a defective transformer on the generator board. - a defective current transformer on the generator board. - a defective impedance on the generator board. - a defective peak rectifier on the generator board. - the voltage is too low due to bad switching of the high frequency output stage on the generator board. An improved generator board was introduced into production in early july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The olympus in-house asset/loaner was found to have a e433 error malfunction. No procedure was involved and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).